Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated.

Event description:
It was reported that patient experienced infection and skin erosion issue. As a result, the device was explanted. Patient was implanted with a new device on (B)(6) 2021. No additional information is available at this time.